Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.